Event description:
The user facility reported that the sheath tore inside the patient during a procedure. Follow-up communications with the user facility confirmed the following information: (1) a standard left heart diagnostic procedure was being conducted with sheath access; (2) the physician inserted the sheath in the groin; (3) the dilator and wire were removed; (4) at that time it was noted that the sheath appeared to have a bend in it form under fluoro; (5) it was reported that the groin was likely calcified causing there to be a bend in the form of the sheath; (6) the physician re-inserted the wire and dilator into the sheath and attempted to straighten out the sheath; (7) at that time, the dilator penetrated through the side of the sheath; (8) the dilator and sheath were removed; (9) a new sheath and dilator were re-inserted into the patient; (10) the procedure went on without further challenge and was completed successfully; and (11) there was no harm to the patient.

Manufacturer narrative:
Results - is based on evaluation of user facility information and the returned sample; is based upon evaluation of the retention sample from the reported product code/lot number combination as well as the surrounding lots. Conclusions - is based on evaluation of user facility information and the returned sample; is based upon evaluation of the retention sample from the reported product code/lot number combination as well as the surrounding lots. The sheath and dilator were returned to the manufacturing facility for evaluation. The evaluation revealed a hole in the side of the sheath approximately 5.4cm from the tip of the sheath. Visual inspection confirmed damage consistent with dilator penetrating the sheath from the inside going out. An evaluation of the retention sample from the reported product code/lot number combination as well as the surrounding lots was conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the dilator penetrating the sheath from the inside going out. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).